Manufacturer narrative:
Physio control evaluated the device and 3 sets of internal paddle handles and cables that have been used with the device. Proper operation of the device was confirmed during functional and performance testing. The defibrillator discharge switch was found to be non functional on one set of internal paddle handles and cables. Examination of the internal switch wires revealed that the conductors were damaged from severe corrosion. A copy of device operating instruction recommendations regarding periodic electrical testing of the internal paddle cables were provided to the customer.

Event description:
The reporter attempted to use the device with internal paddles to administer a shock to a male patient during a hospital procedure. The shock switch was pressed several times on the internal paddles handle, however, the defibrillator reportedly failed to discharge. Another set of internal paddle cables was immediately available and used to successfully administer a shock to the patient. The patient's rhythm was converted. There were no adverse affects to patient.